Manufacturer narrative:
Date sent to the FDA: 04/29/2009. Blade will not rotate: prior to first use. Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure in 2009. During the procedure, the device was put into the motor drive unit and the device failed to rotate. A second device was opened and the procedure was successfully completed with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 04/29/2009. Blade will not rotate: prior to first use. Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.